Event description:
It has been reported to us that the patient had an allergic reaction while the introducer sheath was inside the patient. The patient was undergoing an ep procedure. The physician administered a betadine skin press and inserted the introducer sheath into the patient. The patient, within minutes had an allergic reaction including lip swelling and difficulty in breathing. The physician administered adrenaline and the patient responded immediately. The patient is reported to be fine. The actual device will not be returned for evaluation.

Manufacturer narrative:
The device has been discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for evaluation.